Manufacturer narrative:
A complete investigation was ot able to be performed as no product code, lot number, or sample was provided. Questions were sent to the author of the article. Author responded that no further information is available. The article concluded that endoanchors may effectively resolve a persistent type ia endoleak arising from gutter formation after placement of a proximal cuff and chimney grafts. Associated file: 3011175548-2017-00077.

Event description:
Received an article titled: endoanchors to resolve persistent type iaendoleak secondary to proximal cuff with parallel graft placement published in the journal of endovascular therapy. Objective: presentation of two case studies of distally migrated endograft causing a type ia endoleak and treatment with a proximal cuff and chimney grafts that required endoanchors to finally seal the leak. Two men presented with stent-graft migration and type ia endoleak at five and fifteen years after endovascular repair. Both patients were treated with endoanchors that successfully resolved the endoleaks. Per the article, procedural complications including one patient with stent-graft migration and type ia endoleak.